Event description:
It was reported that during a percutaneous transluminal angioplasty procedure,the balloon would not deflate. The 90% stenosed lesion was located in a severely calcified and severely tortuous arteriovenous-fistula (av fistula). Upon the second inflation with the 8.0mm/2.0cm/90cm over-the-wire peripheral cutting balloon, it was discovered that the balloon would not deflate. In order to deflate the balloon, a needle was used to puncture/rupture the balloon. The balloon was successfully removed intact from the body. The patient was asymptomatic during the duration of the event. Patient was discharged from hospital. No patient complications occurred. The patient status was satisfactory.

Manufacturer narrative:
(B) (6). Device evaluated by manufacturer: the device was not returned, therefore a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. However, the standard inflation medium is a 1:1 mixture of contrast medium and normal saline per the dfu was not followed. The most probable root cause of the reported complaint has been determined to be user error. (B) (4).